Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to the motor encoder signal out of phase. Unable to perform the displacement test due to the motor error alarm. The pump has cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a motor error alarm. The blood glucose level was not given. The alert occurred during a basal delivery. No further information was provided.